Event description:
It was reported that during a gastric bypass procedure, the device remained closed on the tissue. It was difficult to remove the instrument from the tissue. The surgeon had to slightly cut the tissue around. No issue to the patient, no excessive bleeding. Another like device was used to end the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy the staple was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.